Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh excision on (B)(6) 2011 due to mesh erosion. The patient underwent a laparoscopic assisted vaginal hysterectomy and excision of vaginal mesh on (B)(6) 2013 due to chronic recurrent severe pelvic pain, dyspareunia, mesh erosion and abnormal uterine bleeding. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.